Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced adhesions and had a mesh removal surgery on (B)(6) 2016 by dr (B)(6) at (B)(6) medical office. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 08/05/2020.

Manufacturer narrative:
Date sent to the FDA: 12/28/2020. Additional narrative: it was reported that the patient experienced pain, discomfort, scarring, inflammation following the surgery.